Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including diabetes, smoking history, chronic lung disease, stroke, transient ischemic accident, liver disease, myocardial infarction, prior cardiac procedure (percutaneous coronary intervention, balloon aortic valvuloplasty, transcatheter aortic valve implant, aortic valve surgery), atrial fibrillation, permanent pacemaker.. Complications reported included residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transradial secondary access transcaval transcatheter aortic valve intervention: a single-center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transradial secondary access transcaval transcatheter aortic valve intervention: a single-center experience", was reviewed. The article presented a prospective, single center study to report the feasibility and acute outcomes following transcaval transcatheter aortic valve implantation (tavi) with transradial secondary access. Valves included in the study were acurate neo 2, evolut pro+, sapien 3, and sapien ultra. All devices for aortotomy closure were amplatzer duct occluder. The article concluded that transcaval tavi with transradial secondary access appeared to be safe. Bailout stenting is not possible but is rarely needed. Overall, procedural vascular risks are reduced. [The primary and corresponding author was siu-fung wong, department of cardiology, sussex cardiac centre, university hospitals sussex, brighton, united kingdom, with corresponding email: anthonywaaf1992@hotmail.com] the time frame of the study was from november 2016 to march 2024. A total of 20 patients were included in the study, of which all received an abbott occluder. The average age was 80.0 years and the majority gender was female. Comorbidities included diabetes, smoking history, chronic lung disease, stroke, transient ischemic accident, liver disease, myocardial infarction, prior cardiac procedure (percutaneous coronary intervention, balloon aortic valvuloplasty, transcatheter aortic valve implant, aortic valve surgery), atrial fibrillation, permanent pacemaker.

Event description:
The article, "transradial secondary access transcaval transcatheter aortic valve intervention: a single-center experience", was reviewed. The article presented a prospective, single center study to report the feasibility and acute outcomes following transcaval transcatheter aortic valve implantation (tavi) with transradial secondary access. Valves included in the study were acurate neo 2, evolut pro+, sapien 3, and sapien ultra. All devices for aortotomy closure were amplatzer duct occluder. The article concluded that transcaval tavi with transradial secondary access appeared to be safe. Bailout stenting is not possible but is rarely needed. Overall, procedural vascular risks are reduced. [The primary and corresponding author was siu-fung wong, department of cardiology, sussex cardiac centre, university hospitals sussex, brighton, united kingdom, with corresponding email: anthonywaaf1992@hotmail.com] the time frame of the study was from november 2016 to march 2024. A total of 20 patients were included in the study, of which all received an abbott occluder. The average age was 80.0 years and the majority gender was female. Comorbidities included diabetes, smoking history, chronic lung disease, stroke, transient ischemic accident, liver disease, myocardial infarction, prior cardiac procedure (percutaneous coronary intervention, balloon aortic valvuloplasty, transcatheter aortic valve implant, aortic valve surgery), atrial fibrillation, permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled " transradial secondary access transcaval transcatheter aortic valve intervention: a single-center experience. "